Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the reservoir created the air bubbles. Customer's blood glucose level was 160mg/dl. Customer stated that there was no damage to the insulin pump or clear piece but they wants to replaced the insulin pump. Customer stated that o ring was too big. Customer had issues with reservoirs but did not need to troubleshoot for them. The device will not be returned for analysis.